Event description:
Procedure type: thoraco/wedge/segmental resection. According to the reporter: at the first and second squeeze of the first firing, the tissue was pushed out of jaws, but firing was completed. After opening the jaws, bleeding occurred from the long axis of the staple line and tachocomb was used to stop bleeding. Due to this event, the procedure was converted from partial resection to lobectomy. Add'l resection was required. Operating room time was extended by more than 30 minutes. No ill effect on pt.

Manufacturer narrative:
(B)(4).